Manufacturer narrative:
A biomérieux internal investigation was initiated in response to this customer complaint. Complaint trend analysis: a complaint trend analysis did not identify this issue as a trend for the vitek ms. Fine tuning: according to the vilink alert tool criteria, fine tuning was good during customer's tests, but a fine tuning must be scheduled. Spot preparation: the calibrator "all peaks" values are heterogenous, indicating non-optimal spot preparation. Knowledge base (kb) review: the expected identification of paracoccus sanguinis is not a claimed species in the vitek ms kb v3.2. Brucella melitensis (obtained by vitek 2) is present in the vitek ms kb 3.2. The user manual supplement for the vitek ms kb v3.2 includes a documented limitation stating that testing of species not found in the database may result in an unidentified result or a misidentification. Sample data analysis: the misidentification result obtained with the vitek ms was obtained with a low identification score (-0.20) which is near the acceptable limit for giving an "identification" result or a "no identification" result. Global customer service (gcs) reprocessed the customer's raw data with the vitek ms kb v3.3 (under development) and the research use only (ruo) and confirmed that the organism is not brucella melitensis. Root cause: the root cause for the misidentification has been determined to be a system limitation since the expected identification of p. Sanguinis is not a claimed species in the vitek ms kb v3.2. Conclusion: this misidentification has been determined to be due to the species not being a claimed species in the vitek ms kb v3.2. The user manual supplement for the vitek ms kb v3.2 includes a documented limitation stating that testing of species not found in the database may result in an unidentified result or a misidentification. Local customer service has been requested to perform a new fine tuning on the customer's instrument and to provide the customer with additional training materials to help improve the customer's spot preparation technique.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of paracoccus sanguinis as paenibacillus durus in association with the vitek® ms (ref 410895, serial (B)(4)). The customer performed identification testing with the vitek® 2 gn ID test kit and obtained a result of brucella melitensis. The isolate was also analyzed with the vitek® ms which obtained no identification multiple times before finally obtaining an identification of paenibacillus durus. The strain was sent to a reference laboratory where it was identified as paracoccus sanguinis via 16s sequencing. Vitek® 2: brucella melitensis vitek® ms: no identification vitek® ms: paenibacillus durus 16s sequencing: paracoccus sanguinis the customer is questioning the expected identification of paracoccus sanguinis since p. Sanguinis should be a facultative anaerobe, but the customer claimed the organism does not grow in anaerobic conditions. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health.